Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll for evaluation. A visual inspection of the returned battery was performed and found no physical damage was noted. The reported complaint was confirmed. The battery fails during charging. Review of the archive data revealed multiple "no arc change" from a previous low voltage reading. Further analysis revealed error 16 cell over voltage detected. No other failures noted. A possible broken resistor may have contributed to the reported event.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the battery used during this event was fully charged as indicated by the green lights on the multi-chemistry charger (mcc). The customer did not know when the last time the batteries were fully charged. It was confirmed that leds were illuminated when the batteries were placed in the mcc. However when the battery was inserted into the autopulse, the platform did not power on. No other information was provided.